Manufacturer narrative:
The reporter provided additional information regarding the event. The reporter clarified that the motor device ¿was not heating, but the drill bits where not locking into the hand piece.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a "crani" surgery, it was discovered that the motor device ¿became too hot to hold or use¿. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. There were no reported injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A functional assessment was performed which revealed that the device would not hold the cutter. The device was disassembled which found that the pawls were damaged, appearing that the device was run in the load position. The assignable root cause was determined to be due to misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.